Event description:
On (B)(6) 2012, customer reported to horiba medical (horiba) that the qc ran on the abm micros 60 hematology analyzer (micros 60) were out of established ranges for the white blood cell differential analytes on the low and normal levels. Horiba technical support (ts) assisted the customer via telephone. Ts instructed the customer to check the expiration dating on the reagents being used. Customer reported the reagents were beyond their on-board expiration dating and needle to be replaced. On (B)(6) 2012, customer reported that they replaced the expired reagent, qc now passing, and instrument performing satisfactorily. Customer did not provide any info on whether results had been reported outside the laboratory during the use of these expired reagents. There was no report of any adverse event or injury resulting medical intervention or pt treatment.